Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The pump was received with corroded battery tube. The pump was received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, missing end cap address label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexplainable high readings. The customer's blood glucose level was unknown at the time of the incident. The customer reported that it often happened on the second and third day after infusion set change. The customer stated that sometimes she primed the tubing and it would take a while for insulin to exit. The product was returned for analysis.